Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10823r53, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
It was reported that the patient had a pump failure alarm 1 year prior. It was described as a terminal pump failure. The patient was admitted to the hospital at that time but the pump could not be explanted because the patient was on plavix. On the day of report, they plan on stopping pump, disabling all alarms and emptying pump. At the time of report the pump was used to infuse saline. It was unknown what type of drug was in the pump at the time of event. No interventions, symptoms, outcome or drug information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.